Event description:
The patient reported that the up and down arrow buttons were intermittently activating pump functions when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump was returned to animas. Evaluation revealed that the keypad buttons are intermittently activating desired pump functions when pressed. Adhesive was found under keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.